Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that hour glass/no readings/sensor error was reported. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient reported her receiver alerted for a "sensor error, wait up to 3 hours" message while she was at the mall. Her cgm would intermittently display values in between the sensor error message and the last value she recalled was 165 mg/dl. After approximately 3 hours, the patient remained asymptomatic and left the mall in her car to get some lunch. While driving, the patient became confused and lost consciousness. The next thing she recalled was waking to paramedics treating her. She was informed that she was found unconscious in her car in the middle of the street, and someone called emergency medical services (ems). Ems performed a blood glucose (bg) upon arrival which was 24 mg/dl, was treated the patient with three amps of dextrose 50 percent IV and transported her to the hospital. She was monitored in the emergency department (ed), provided food, and her bg increased to 170 mg/dl. The patient signed out against medical advice, called her son, and was taken home. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.